Event description:
At the conclusion of the chemo infusion, the rn was disconnecting the male adaptor from the IV site. When doing so, the male adaptor was able to freely slide up the tubing. The flexible tubing line connects to another stiff plastic piece at the last 1.5 inches of the device. The flexible tubing easily disconnected from the stiff plastic piece, which could have potentially exposed both the patient and the nurse to the chemo drug in the line. No leaks were noted during transfusion or when the line was being primed. No harm came to the patient or to the staff. No force or torsion was applied to the line at any time during medication prep, set-up, delivery, or line removal.